Manufacturer narrative:
Concomitant products:457453 lead implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion. The implantable pulse generator (ipg) and a pacing lead were removed and another pacing lead that was capped remains in the patient. No further patient complications have been reported as a result of this event.